Event description:
It was reported that a hair was observed in the packaging. There was no associated procedure and therefore no patient involvement.

Event description:
It was reported that a hair was observed in the packaging. There was no associated procedure and therefore no patient involvement.